Event description:
It was reported that while the patient was mountain climbing, a right ventricular (rv) lead alert triggered for noise. Additional information was requested and it was learned the right atrial (ra) lead displayed far field over-sensing. Re-programming to near field sensing was performed in the clinic setting. The leads remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.